Event description:
It was reported that, "multi-level thoracic procedure utilizing xia3 poly screws and hooks. While final tightening the most superior level (xia3 hook) the blocker completely fractured in half. Anti-torque and torque wrench were used. Implanted at approx. 11:30pm / explanted a little after midnight."

Manufacturer narrative:
Additional information has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.